Event description:
New information stated that the pace/sense portion of the lead was capped and the defib portion remains implanted.

Event description:
The patient presented to the clinic due to high thresholds. Low impedance was also observed. The patient had been lost to follow-up for over a year. X-ray was inconclusive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.